Manufacturer narrative:
This event occurred between (B)(6) 2021 to (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in the fill port, fill port cap or tubing of twenty-five (25) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between(B)(6) , 2020 to (B)(6) , 2020. H10: twenty-five (25) devices were received for evaluation. Upon visual inspection along with magnification loose particle matter was observed inside the connector thread. The reported condition was verified in nine (9) samples.the cause of the condition could not be determined. This issue is being further investigated. The other sixteen (16) devices showed no particulate was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.